Event description:
It was reported that during a lap right colon resection, the device would not pass the test cycle. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. No incomplete pre-run issues noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.